Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using another system. A philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the system did not boot up. The philips field service engineer (fse) inspected the system onsite and found that the host pc was faulty. The fse replaced the host pc, but the system was not fully booting up. Upon further troubleshooting, the fse found that host pc internal network configuration was faulty, and the system could not connect to the wlm and pacs (picture archiving and communication system). The fse identified that the hospital network cable to allura was faulty, and the host pc had duplicated the hospital network interface. The fse replaced the network cable and reinstated correct hospital network interface. The defective host pc was returned for further analysis. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. After the replacement and repair, the system was returned to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not fully boot. The screen showed the philips logo, then it went blank. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the host pc and returned the system to use in good working order.